Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company representative. "[Name removed] called and he said that the blender on this unit is not passing the test. He said that he noticed some damage to the blender alarm cap and it will not alarm when gasses are disconnected. Will send him a replacement blender. Order number (B)(4), which is also the rga for the defective blender."

Manufacturer narrative:
Hill-rom (third party service company) did not submit a user facility/importer report to the manufacturer. (B)(4). The alleged faulty air/o2 blender was received by carefusion on (B)(4) 2010 and routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch report will be submitted.